Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 141 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer was not able to troubleshoot and requested for supplies to be replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusion was noted. Fluid flowed through the tubing, and out the catheter tip